Event description:
It was reported that during the first and the second fitting, there was no response from the pt. The surgeon then decided to explant the pt. The pt was explanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.